Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer. The patient used an antenna. The programmer wouldn't do telemetry with or without the antenna. The patient thought they were told by their health care provider (hcp) that the implantable neurostimulator (ins) battery would last 2 years. The patient had no stimulation sensation and a loss of therapeutic effect for urinary symptoms since (B)(6) 2015. This was due to a gradual change in therapy or symptoms. The patient had a new managing hcp and would have an appointment on (B)(6) 2016. Replacement of the programmer did not resolve the poor communication and the loss of stimulation and return of symptoms had not been resolved. The patient tried everything. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.